Manufacturer narrative:
¿Survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation.". (B)(4).

Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information were not provided. The reported patient effects of renal failure, myocardial infarction, and atrial fibrillation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available (no specific information regarding the individual patients), a cause for the renal failure, myocardial infarction, and atrial fibrillation cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The patient deaths are filed under a separate MFR number. Attached literature title : survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation.

Event description:
This is filed to report serious injury. It was reported through a research article identifying the mitraclip device that may be related to the following: patient deaths, myocardial infarction, renal failure, atrial fibrillation and medical intervention. Details are listed in the attached article, titled ¿survival after mitraclip treatment compared to surgical and conservative treatment for high-surgical-risk patients with mitral regurgitation." Please see article for additional information.